Manufacturer narrative:
(B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9310116. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32 g 4 mm hp 100 box 1200 ca were unable to deliver insulin/medication and unable or difficult to prime. Product defects occurred curing use. The following information was provided by the initial reporter: material no. 320555, batch no. 9310116. Complaint 2 of 2: consumer reported when priming and taking injection, no insulin flows date of event: (B)(6) 2020.